Event description:
User felt that focus rtp system presents the potential to plan using as incorrect field size because of the way focus accounts for the presence or absence of x-jaw collimators. No patients were treated incorrectly as a result of this issue.